Event description:
It was reported that the purewick urine collection system was not working out for the patient and it was not a good fit. The patient stated that they could not use the system, but the idea was great. Also stated that the patient had suffered from urinary tract infections and had a suppressed immune system, so the infection was a real concern for them. The patient also stated that they would not be using the system. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not working out for the patient and it was not a good fit. The patient stated that they could not use the system, but the idea was great. Also stated that the patient had suffered from urinary tract infections and had a suppressed immune system, so the infection was a real concern for them. The patient also stated that they would not be using the system. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections.